Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is wearing the cartridge for longer than 72 hours, and using fiasp insulin. Tandem technical support (cts) informed customer that wearing the cartridge for longer than 72 hours, and using fiasp insulin, is off label per the user guide. There was no reported adverse impact to customers blood glucose (bg) level. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection. Ultimately, the customer reverted to an alternate form of insulin therapy.